Event description:
On (B)(6) 2012, patient's daughter reported the infusion set leaked insulin. She is not sure where the leak originated but reported the infusion tube looked cloudy and felt "sticky." She was unable to smell insulin, and she does hear an audible click when the tube is connected to the headset. An insertion device is used to insert the headsets. The infusion set was in use for less than 24 hours, and the leak was discovered when the infusion set was changed. The infusion set was replaced and requested for evaluation. No physiological effects were reported in relation to this event, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The returned infusion set was visually inspected and tested for flow and tightness. The test results were within specifications. The problem mentioned by the customer could not be reproduced.